Event description:
It was reported that carryover was observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: (B)(6) , answer has been provided (B)(6) . 1. Could you please share MDR safety checklist of patient samples? When I created a case, I¿ve submitted only carryover checklist, I¿ve filled up now patient samples in smax. 2. Could you please confirm whether the carryover took place in patient samples? According to what I heard, customer used patient sample, but not the whole quantity, when he noticed the carryover issue, he moved to another instrument. 1. Were samples contaminated? (If no, no further questions required. If yes, go to patient samples checklist) no. Customer complained about carryover issue with the instrument, sit flush is working fine, probe has not touched the sample, long clean had been done yesterday. No error messages. But according to the customer, the problem happened after long clean.

Manufacturer narrative:
Based on the complaint trend, defect trend, DHR, risk analysis and service activity review, the complaint was confirmed, and the potential cause of the unexpected results was determined to be a clog in the sheath filter. The fse replaced the sheath filter and subsequent testing showed the instrument was functioning as expected. No one was harmed or injured, and no patients were diagnosed or treated based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that carryover was observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: 11-sep, answer has been provided 08-sep. 1. Could you please share MDR safety checklist of patient samples? When I created a case, I¿ve submitted only carryover checklist, I¿ve filled up now patient samples in smax. 2. Could you please confirm whether the carryover took place in patient samples? According to what I heard, customer used patient sample, but not the whole quantity, when he noticed the carryover issue, he moved to another instrument. 1. Were samples contaminated? (If no, no further questions required. If yes, go to patient samples checklist) no. Customer complained about carryover issue with the instrument, sit flush is working fine, probe has not touched the sample, long clean had been done yesterday. No error messages. But according to the customer, the problem happened after long clean.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.